Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, there were multiple errors on the integrated electrosurgical unit erbe generator. The customer replaced the instruments and the energy cords, but the issue remained. The technical service engineer (tse) had the customer hard power cycle the erbe generator, but the issue remained. The tse then advised the customer to exchange the vision side cart (vsc). The customer inquired if they could just swap out the erbe generator, but the tse informed them that it was not advised. The customer did so anyways. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. Error c-37 was confirmed and reproduced on startup. The cover has multiple scratches at the top. Heat sink is faded.